Event description:
The clinician reports the implant was inserted (B)(6) 2016 in fdi 25 of the patient's mouth. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with fair oral hygiene, inadequate bone quality/quantity and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: abscess and inflammation. No further patient complications were reported.